Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified one sharp broken opening, and stress marks near of the broken site, this condition was called surgical impact opening. A dimensional measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment was one sharp broken opening on the posterior assessed as surgical impact opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture. Device remains implanted.